Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that he had excessive no delivery alarm during basal delivery. Customer's blood glucose at time of incident was unknown mg/dl. The customer reported the alarm was resolved by a complete set change. The customer doesn't want to return the set and reservoir for analysis. The customer was advised to call when the alarm occurs in order to troubleshoot. The customer reported via phone call indicating that the insulin pump alarm failed self-test. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated that she received a failed self-test alarm. The custoer stated alarm did not occur during the rewind/prime sequence. The customer was advised that the device will need to be repalced.